Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material (black) in suction channel could not be determined since olympus could not confirm deviation from instructions for use on reprocessing steps for the suction channel, and no physical damage was confirmed at the suction channel. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited black foreign material exiting from the suction channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.